Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (204 service code) has been confirmed. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The cause was isolated to a defective u402 and u413 on the computer/analog board. The root cause for the defective u402 and u413 could not be positively identified. There was no adverse event that resulted from the damaged monitor.